Event description:
One patient sample with discrepant sodium results. Initial result 120 mmol/l. Same sample repeated three times giving 126, 127 (different methodology) and 126 mmol/l. Initial result was not reported. The field service representative determined the cause to be the sodium and reference electrodes adn replaced them. He noted he also replaced the tip on dosage pipette c. Performance tests were performed and within specification.